Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after an superficial femoral artery interventional procedure. Reportedly, resistance was met when advancing the proglide device. The suture link was loose. A second proglide device was used to achieve hemostasis. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Although the returned device analysis could not replicate the reported resistance in a testing environment, the 0.036 inch proxy guide wire was fully inserted through the sheath and exited at the exit ramp. The reported difficulty to insert could not be confirmed. However, the reported loose link was confirmed. Based on visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.